Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risks - failure - frame damage" was confirmed based on provided imagery. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "a patient underwent a successful transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position. During the procedure, when the valve appeared in the thoracic aorta on fluoro, it had a bent strut on the inflow. The team proceeded to implant without any further difficulties." Per imaging evaluation, the patient's access vessels had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement due to non-coaxial advancement, and interaction between calcification and valve strut, so the further device manipulation could lead to the bent strut. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a successful transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position. During the procedure, when the valve appeared in the thoracic aorta on fluoro, it had a bent strut on the inflow. The team proceeded to implant without any further difficulties. The surgeon claimed the push force wasn't much more than normal.

Manufacturer narrative:
Investigation is ongoing. Device evaluated by MFR: remains implanted.